Manufacturer narrative:
The complaint description states that the head of the screw was damaged during insertion. The device associated to the complaint was returned for analysis. The visual analysis carried out on the returned product shows break and deterioration of petals. The product is deteriorated, the dimensional and functional inspection is not possible. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, due to a too high sollicitation. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The head of the screw was damaged during insertion and thus the surgeon was concerned that the screws locking mechanism maybe compromised so it was removed and replaced with another screw. Five minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.